Event description:
Pt was revised to address dislocation.

Manufacturer narrative:
The devices associated with this report were not returned. Review of the device history records was also not possible, as the lot codes required for retrieval was unavailable. The investigation could not verify or identify any evidence of product contribution to the reported event with the information available. Based on the investigation, the need for corrective action is not indicated. Depuy considers this investigation closed at this time. Should the product and/or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
The investigation has been reopened due to receiving part and lot number. Depuy will notify the FDA when the investigation is complete.

Event description:
Update: (B)(4) 2012 - patient fact sheet was received, which identified part/lot information and date if implantation. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation.